Event description:
Physician preparing swan ganz catheter for insertion into pt. Balloon patency tested prior to insertion revealed balloon inflated unevenly on one side of the end of the lumen. It is most certain that this defect would have caused a ruptured vessel if the catheter had been used.